Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Event description:
The user facility reported a 13-year-old male patient of an unknown race was implanted with an impella 5.5 as a bridge to transplant. It was reported that while on support, the patient had multiple occurrences of changes in waveforms and impella flows. The left ventricle would uncouple, and flows would drop. Position was verified. It was reported that during the heart transplant, the physicians stated when the chest was opened, there was a large pericardial effusion in the pericardial sac. There was also particulate matter on the outflow cage that was visualized. The patient suffered a stroke, the physician stated they are unsure if the impella was related.

Manufacturer narrative:
The investigation for the reported low pump flow, ventricle perforation, and stroke has been completed. The product and data logs were not returned for investigation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. The cause of the low pump flow issue was not determined since product and data logs were not returned. The cause of the ventricle perforation issue was not determined since product and logs were not returned and due to insufficient clinical information.